Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-nov-2022. H6: investigation summary customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 0189425. Customer states that the black coloring for the plunger part is coming off into to liquid the syringe is being used for. The returned syringe was examined and exhibited smeared ink on the surface of the barrel from the 0-10 unit markings. A review of the device history record was completed for batch# 0189425. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure (smeared ink). A definitive a definitive root-cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe the medication discolored after being brought into the syringe. There was no report of patient impact. The following information was provided by the initial reporter: it appears the black colouring for the plunger part is coming off into to liquid the syringe is being used for. The contents are becoming pale grey/back, from being clear.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii short needle insulin syringe the medication discolored after being brought into the syringe. There was no report of patient impact. The following information was provided by the initial reporter: it appears the black colouring for the plunger part is coming off into to liquid the syringe is being used for. The contents are becoming pale grey/back, from being clear.